Manufacturer narrative:
Unit passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in pump history due to broken trace on keypad assembly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 138 mg/dl. The device will be returned for analysis.